Manufacturer narrative:
The reported event of a controller's real time clock reset and no power audible alarm failure was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies. The controller did not contain a data log, indicating that this controller was a backup unit. Analysis revealed that the device failed visual inspection due to a damaged serial port. The most likely root cause of this damage can be attributed to mishandling of the controller. Heartware has opened an internal investigation to evaluate bent pins and damaged power port and serial port connectors in controllers. This failure is not related to the reported event. Further analysis found that the controller's real time clock was set to the year 2000. Additionally, there was a "no power" audible alarm failure when both external power sources were disconnected from the controller. Internal inspection found that the nickel-metal hydride batteries which power the real time clock and no power audible alarm were completely discharged. Allowing the controller to run on the test bed recharged these batteries and restored the real time clock and "no power audible" alarm to proper functionality. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, allowing both internal nickel-metal hydride batteries to completely discharge without recharging. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the smr upgrade the controller connected to the monitor and the date on the monitor was 01/01/00 and it failed the power test. The device was exchanged without any reported consequences to patient. No additional information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.